Event description:
It was reported the personal therapy manager (ptm) refill date was not accurate. Decoupling and recoupling the ptm resolved the issue. The system was being used to deliver baclofen and sufentanil. It was later reported there were no symptoms and the patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).